Event description:
It was reported that during a laparoscopic gastric bypass procedure, the devices leaked. Bmi42, usage co2 300 liter. A total of four devices leaked. It looked like the 12mm devices also were leaking when a smaller 5mm instrument was in the device. Even when they were not using, you could hear the co2 coming out. Stickers on the devices, gauze around the devices, and rotation of the devices had a little effect, but the leakage still continued. It is unknown how the procedure was completed. There were no adverse consequences for the patient. The customer disposed of the device, no device will be returning.

Manufacturer narrative:
(B)(4). Date sent: 08/31/2010. Information is unavailable; device was not returned for evaluation.